Manufacturer narrative:
(B)(4) concomitant medical products: 110003778, recon wdg p1 21x17.5x9, 233600. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01667.

Event description:
It was reported that the patient underwent initial foot and ankle surgery. Subsequently, the patient is experiencing a severe pain complication, complex regional pain syndrome or reflex sympathetic dystrophy. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies were found. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.